Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent ventral hernia repair procedure on (B)(6) 2014 and mesh was implanted. It was reported the patient underwent mesh revision on (B)(6) 2014 due to hernia recurrence and pain. The patient had a previous mesh implanted on (B)(6) 2013 which is captured in a separate file. No additional information was provided.